Manufacturer narrative:
A ge service representative repaired the system during the service call. The system was found to be working as intended and put back into service.

Event description:
It was reported that the system would lock up. There was no patient injury or death reported.